Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 409 mg/dl. The customer reported that he had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The troubleshooting was performed. The customer was advised that the no delivery alarm was caused by set/reservoir occlusion. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u and the they observe insulin exiting the tubing or insulin pump alarms. The customer reported that the insulin exits with manual prime. The patient was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.